Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that device embolization occurred. In (B)(6) 2017, a left atrial appendage (laa) closure procedure was performed. During the implant procedure, the patient's left atrial pressure was >10mmhg. A 24mm watchman laa closure device was positioned in the laa. There were no recaptures performed. The closure device was released after all criteria was met. A complete seal of the laa was observed; the compression ratio was approximately 10%. Approximately two weeks post procedure the patient presented to the hospital with respiration problems due to bronchitis and a strong cough. A transthoracic echocardiogram (tte) was performed and revealed that the closure device had embolized into the mitral valve. Surgical removal is being planned as the patient has high aortic stenosis and will be getting a new valve. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2017, 5 days after discovery of the embolization, the watchman closure device was removed. The closure device had grown into the mitral valve¿s suspension apparatus. When removing the device, chordae ruptured resulting in the need to reconstruct the mitral valve. Post ecc transesophageal echocardiogram (tee) resulted in no mitral insufficiency and well functioning prosthetic aortic valve. Intraoperative and immediately postoperative course was substantially normal.